Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances, or abnormalities identified during the manufacturing process, which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed, and confirmed that the results of the in-progress, and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached, and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service (cs) that fluid was leaking from their apd luer lock connector during pd treatment. Additional information was obtained via follow-up with the patient and the patient's pd nurse. The fluid leak was reportedly coming from the connection of the fresenius apd connector and baxter icodextran pd solution bag. The leak occurred going into the last fill of treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. As a precaution, the patient was prescribed prophylactic antibiotics (type, dose, and duration unknown). At the time of follow up, the patient had completed their antibiotic course, and had not developed any signs, or symptoms of peritonitis. It was confirmed that the patient was trained to perform manual pd therapy, as well as stat drains if necessary. The patient was reportedly continuing their pd therapy on the same cycler with no further issues. The apd connector was not available to be returned for evaluation as it was reportedly discarded.